Event description:
The event is reported as: the customer alleges that the epidural tray contained a broken ampule. No pt/user injury or harm.

Manufacturer narrative:
A visual, functional and dimensional inspection could not be performed as no sample was returned by the customer for investigation. No lot number was provided by the customer. A device history record was performed on lot number 23f14g0431 from sales history. A device history record review was performed on the kit and the medication ampules with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based on the info provided and without a sample. Complaint verification testing could not be performed because no sample was returned for analysis. The potential cause of broken medication ampules could not be determined based upon the info provided and without a sample.